Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. Additional if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative scoliosis, adjacent segment degeneration, lumbar stenosis with neurogenic claudication, thorocolumbar kyphosis. Type of procedure:posterior instrumented fusion levels operated: t10-pelvis it was reported that intra-op, the tip of the screwdriver broke off in pedicle screw. Hence, the screw was removed and replaced. No fragment of the broken driver remained inside the patient. No patient complications were reported.